Manufacturer narrative:
Based on the information submitted by (B)(6) of the medwatch form 2500a and as outlined in the FDA's general instructions. "Type of reportable event": this event does not fall under the guidelines, this is not a MDR event. The event did not cause death, life-threatening or permanent disability/damage or prolong hospitalization. Conclusion: all indications are that the instrument was damaged during handling/use, either by intentional manipulation with a tool of some sort, or by inadvertent contact with a sharp surface.

Event description:
Reference uf report (B)(4).